Manufacturer narrative:
Investigation summary: the reported no external power alarm was confirmed via the submitted log file. The submitted log file spanned from 23nov2018 to 03jan2019 and revealed a no external power alarm that occurred on (B)(6) 2018 at 01:05:14. The event occurred while on the mpu. The root cause of the reported event could not be definitively determined. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on the event.

Event description:
Additional information: it was reported that patient never had an mpu and patient's power module that was used occasionally but not every night. However, the investigation confirmed that no external power alarm occurred on mpu. Patient has been transplanted and equipment is not longer available.

Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the manufacture date and age of device are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported the patient was seen in clinic for a routine follow-up. Log file analysis noted low voltage hazard events on (B)(6) 2018 due to the battery being almost completely depleted. Additionally on (B)(6) 2018 another low voltage hazard event was noted while the patient being connected to the mobile power unit (mpu). It appeared that the mpu had a total loss of power. The backup battery enabled until power was restored to the mpu. No further information was provided